Event description:
A patient underwent for a recanalization procedure using aspirex. During the procedure, the catheter failed to aspirate. Further, the wire was worn out. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter and guidewire were returned for evaluation. During physical investigation the catheter and the guide wire were received. The golden tip of the guide wire was not received. Aspiration test was performed, and nominal aspiration level was achieved. A possible reason for the breakage of the guide wire could be insufficient drainage flow through the catheter which leads to heat development inside the catheter. The guide wire and helix tend to break easily when set under stress. The reported malfunction of guidewire break is mentioned in ze11120 IFU rotarexs (page.6 "potential adverse effects"). A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: labeling/packaging review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (expiration date), d9, h6 (device, component, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for a recanalization procedure using aspirex. During the procedure, the catheter failed to aspirate. Further, the wire was worn out. There was no reported patient injury.